Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp reported that the patient was no longer using the device since 2007. The hcp stated that the patient said the ins ¿never really worked¿ since implant ((B)(6) 2007). When asked what this meant, the patient noted it was a ¿broken stimulator¿. It was further reported that ¿they never took it out because of liability concerns with explant¿. The hcp also reported that the patient¿s controller never worked because the stimulator never worked. The hcp/patient was to follow up with the healthcare professional (hcp). Since it could not be confirmed the ins was off/on or was functioning at all, the hcp may consider doing a CT scan instead of an MRI. There were no further complications reported or anticipated.